Event description:
It was reported that while in the cath lab and during an emergent situation, the bipolar balloon did not inflate at pre-test. As a result, the customer used another kit. There was no reported pt death or injury. Medical/surgical intervention was not required. There was no reported delay in therapy. There were no pt complications. Pt outcome is fine. Reference MDR #1036844-2011-00286 for the second reported event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.